Event description:
Gamma camera malfunctioned, resulting in 40 minutes delay after thallium injection to re-initialize computer. Resulting study was read as negative. Pt was admitted 8/15 with chest pain, transferred to tertiary care center where pt underwent angiography/angioplasty. Invalid thallium study resulted in delayed treatment of pt, further irreversible cardiac damage per pt and pt's physician's report to hosp risk manager on 9/9/96. Thallium half life is approx 13 hrs. If gamma camera malfunctions, unable to rescan for 36-48 hrs.